Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files showed low voltage while attached to the power module. There was also a controller clock corrupt alarm as well. There was a complete loss of power in december. There were multiple power disconnect alarms when fully connected to power. The modular cable had a significant kink but no visual frays. The modular cable was replaced. Controller MFR. Report # 2916596-2022-00405.

Manufacturer narrative:
Section b3: the event date was requested but was not able to be provided. The event date is estimated. Manufacturer's investigation conclusion: review of the submitted log files confirmed a controller clock corrupt alarm. Although a specific cause could not be conclusively determined through this evaluation, the corrupt clock is indicative of a complete loss of power to the system controller resulting in a pump stoppage for an undetermined amount of time. The controller event log files captured an active controller clock corrupt alarm in 53 lines of data from the beginning of the files until the date was reset to (B)(6) 2022. The controller periodic log files captured a controller clock corrupt in 230 lines of data from the beginning of the files until the date was reset to (B)(6) 2022. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 2 of the IFU, ¿systems operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the IFU, ¿powering the system¿, warns that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. It is noted that depleting the batteries and the backup battery will cause the pump to stop. Section 5 of the patient handbook and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information regarding system controller alarms and the proper actions associated with them. This patient handbook also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ no further information was provided. The manufacturer is closing the file on this event.